Event description:
It was reported that the patient's ipg could not communicate with external devices. A manufacturer representative met with the patient and confirmed the status of the ipg as inoperable. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Stimulation was reportedly restored postoperatively.